Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. All explanted device components will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). UDI: (B)(4).

Manufacturer narrative:
Correction to fu #1 MDR in blocks b1, b5 and h6.

Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.